Event description:
When physician opened the sterile device package it was observed that the catheter was severed at about one cm from the handle. The packaging was not damaged and there was no mishandling reported. Device was not use in-pt. There were no adverse consequences for the pt reported product was returned.